Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor was inserted, the green light of the transmitter did not flash, so the sensor was removed and there was no electrode part. No harm requiring medical intervention was reported. The sensor will be returned for analysis.